Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.